Event description:
During a pta treatment procedure, the tip of the v18 control guidewire fractured and remains in the patient's kidney. The v18 guidewire was initially used to stent the left renal artery. It was then positioned in the right artery to treat an in-stent restenosis lesion. (A cardiac stent used in an off-label application.) The guidewire was easily positioned in the stent lesion. The physician then used an invatec submarine 4-2 pta balloon, but felt resistance when advancing the balloon forwarded. He attempted to reposition the v18 guidewire to control the balloon position, but felt resistance with this device as well. He noticed that the distal tip end (about 2cm) was fractured and flushed into the kidney hilus. He inserted the other end of the v18 guidewire and catheter in an attempt to capture the detached tip but was unsuccessful. During this maneuver, the patient experienced a spasm in the kidney, but now is 'okay'. The physician will continue to monitor the patient's status in the future. The procedure was successfully completed with another v18 guidewire.